Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the subject stent implantation procedure was performed in a patient with right internal carotid artery-petrous (c2 segment) saccular aneurysm on (B)(6) 2023. After the release of the subject stent, digital subtraction angiography dsa showed distal occlusion of the right middle cerebral artery bifurcation upper trunk branch vessel. Another stent placed at mi segment then retracted slightly the distal end of subject stent. This another stent was withdrawn from the patient body. On (B)(6) 2023, there was cerebral infarction. There was left upper & lower extremity weakness, headache, vague speech, and blurred vision. Patient was put on eptifibatide injection, mannitol injection, glycerol and fructose injection. As per site, this event had unlikely relationship to procedure and subject stent, no relationship to other stryker devices, and possible relationship to dual anti platelet therapy dapt and to the disease under study or underlying condition or disease. Imaging showed right frontal, temporal, parieto-occipital lobes multiple acute infarctions. Pre procedure - national institute of health stroke scale (nihss)-0, modified rankin score (mrs)-0. Post procedure (prior to the event) - nihss-0, mrs-0. Patient condition resolved with sequelae on (B)(6) 2023.

Event description:
It was reported that the subject stent implantation procedure was performed in a patient with right internal carotid artery-petrous (c2 segment) saccular aneurysm on (B)(6) 2023. After the release of the subject stent, digital subtraction angiography dsa showed distal occlusion of the right middle cerebral artery bifurcation upper trunk branch vessel. Another stent placed at mi segment then retracted slightly the distal end of subject stent. This another stent was withdrawn from the patient body. On (B)(6) 2023, there was cerebral infarction. There was left upper & lower extremity weakness, headache, vague speech, and blurred vision. Patient was put on eptifibatide injection, mannitol injection, glycerol and fructose injection. As per site, this event had unlikely relationship to procedure and subject stent, no relationship to other stryker devices, and possible relationship to dual anti platelet therapy dapt and to the disease under study or underlying condition or disease. Imaging showed right frontal, temporal, parieto-occipital lobes multiple acute infarctions. Pre procedure - national institute of health stroke scale (nihss)-0, modified rankin score (mrs)-0. Post procedure (prior to the event) - nihss-0, mrs-0. Patient condition resolved with sequelae on (B)(6) 2023.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states the adverse event ae 1 - acute brain infarction and the event awareness date - 24 feb 2023 and "the device was intentionally retracted from its implantation site by a stent retriever as subject stent was blocking distal middle cerebral artery mca and that subject stent did not migrate on its own from implantation site". Additional information received on 06 mar 2023 detailed the ae 1 update - outcome was recovering/ resolving. The vessel may have been tortuous and may have contributed to the reported event. It is most likely that procedural factors contributed to the reported event, but as the device was not returned to site a definitive assignable cause cannot be determined. The reported patient stroke is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.